Manufacturer narrative:
This medwatch report is to correct the date received by manufacturer (g3) to 08-jan-2020 as a retrospective review found a date typo mistake. (B)(6). (B)(4). 11/13/2020.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the medical intervention of the 100% oxygen that was provided to the patient. No product was returned for investigation. The distributor manages the service history records for this device. The distributor is responsible for all of the service and preventive maintenance for this device. The most likely root cause for this complaint is use error due to the customer's rapid wean of the patient to 20ppm ino. The inomax inhalation gas package insert states "avoid abrupt discontinuation. Abrupt discontinuation of inomax can lead to worsening oxygenation and increasing pulmonary artery pressure (rebound pulmonary hypertension syndrome). To wean inomax, downtitrate in several steps, pausing several hours at each step to monitor for hypoxemia". Trends were reviewed for complaint category, oxygen desaturation. No trends were detected for this complaint category. The assessment is based on information available at the time of the investigation. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Adverse event terms: oxygen saturation, low. (B)(4). (B)(6).

Event description:
Our EU distributor reported that a patient experienced oxygen desaturation while on the inomax dsir. The distributor stated that the patient was primarily on noninvasive ventilation at first, then switched to invasive ventilation on (B)(6) 2020 and started on ino therapy with a target dosage of 20 ppm. The distributor reported that on (B)(6) 2020, the initial inomax dsir device that the patient was on displayed a reading of 80 - 100ppm when set to 20ppm. There distributor stated that there was no reported harm to the patient due to this event and the patient was transferred to another inomax dsir device. The distributor reported that the patient was stable during the device exchange. The distributor stated that the customer then rapidly decreased the parts per million of the nitric oxide (no) gas on the second inomax dsir device within several minutes in order to achieve the desired dose of 20ppm. The distributor reported that once weaned to 20ppm the patient's oxygen saturation (spo2) decreased to between 75% and 90% from a baseline of 85% to 93%. The distributor stated that the patient's oxygen desaturation was corrected by increasing the patient's oxygen (fio2) to 100%. The distributor reported that the patient recovered to baseline oxygen saturation within 30 minutes and no further medical intervention was necessary. The distributor stated that as of (B)(6) 2020, the patient was clinically stable on 20ppm ino and 60% fio2. The distributor reported that the customer stated that he did not see any complications arising for the patient due to this event. The distributor stated that there were no complaints/ issues reported by the customer concerning this second inomax dsir device. The distributor reported that the patient's oxygen desaturation was only due to the rapid wean of the patient to 20ppm no by the customer. No product was returned for investigation.